Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code 4582.

Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with broken tamper seal, and a 3rd party seal present. The bottom case was also missing the MRI label and battery pad. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a controller post. To further investigate the reported issue, a power up process was performed but the reported issue was not duplicated. It was determined that the main board was no longer operating properly, and causing intermittent error due to it being over 10 years old. The main board was replaced, as well as the lcd due to damaged cables.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was an "e failure safe time" error code. It is unknown if there was a patient involved.